Event description:
Customer stated that head of bed wouldn't go up.

Manufacturer narrative:
Technician discovered head up hydraulic valve was sticking. Technician replaced head up hydraulic valve to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.